Event description:
Philips received a complaint on the defibrillator indicating that the lead wire was damaged during inspection. There was no patient involvement.

Manufacturer narrative:
Reporter: (B)(6).